Manufacturer narrative:
Update b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. The stent was a medtronic device.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the phenom 27 catheter was returned inside a biohazard bag and a shipping box. The pipeline flex was not returned. ¿ damage location details: the catheter tip and marker were found to be flattened. The catheter body was found to be kinked at 4.0cm from the distal tip. No flash or voids were molded in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water, and water exited from the distal tip. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned device, the customer's complaint was confirmed as the returned catheter was found damaged. It is possible that the damage occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against the resistance. However, the cause of the resistance could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush during delivery. However, the customer reported that the vessel's tortuosity was minimal, ruling it out as a potential cause. In this event, a lack of continuous flush may have contributed to the resistance during delivery/retrieval. Since the pipeline flex was not returned, any contribution it made to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that for a c6 ophthalmic segment aneurysm, after the guidewire was positioned, a phenom 27 microcatheter was advanced. It passed the c6 segment smoothly, although a ledge effect was encountered, it passed by adjusting the guidewire position. After removing the guidewire, a dense mesh stent was advanced, but when the dense mesh stent reached the tip of the phenom 27, it could not be pushed out. There was also resistance when retracting the microcatheter. The dense mesh stent was first withdrawn into the introducer sheath, and a new phenom 27 microcatheter was used instead to complete the procedure. It was found that the tip of the removed phenom 27 was kinked. The catheter was kinked in the distal section. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing dense mesh flow-diverting stent treatment for aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 6mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.